Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead physical damage on electrode end. The rv lead was never in service. No adverse patient effects were reported.